Event description:
Customer reports that she obtained results of 65 mg/dl and 152 mg/dl on the same device within 2 mins. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.